Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: corrected: g1.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2018. Medical records reviewed for MDR reportability. Patient underwent a left tka and was later revised for pain and recurrent effusions. Intraoperative findings were aseptic loosening of the tibial tray at the implant-cement interface. Osteolysis was also found along the proximal tibia. Doi: (B)(6) 2014; dor: (B)(6) 2017 (tray and insert only).